Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported, no insulin flow when taking injection. 2 pen needles affected. Issue occurred on (B)(6) 2024 and (B)(6) 2024. One pen needle for each date. Stated, she did not prime before taking injection. Stated, now she does prime and her injections have been successful. Lot: 3017767 catalog: 320574 date of event: (B)(6) 2024 samples: yes declined replacement cl.